Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 236mm distal to the distal end of the strain relief. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was loaded onto a 0.014 inch guidewire and, as the device was returned with a broken shaft, an inflation aid was attached to the hypotube. The encore inflation device was attached to the inflation aid and the balloon was inflated and the stent was successfully expanded. A vacuum was pulled using the encore device and the balloon delated fully. The encore device was verified before and after the procedure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-aug-2020. It was reported that stent failed to deploy. A 2.50 x 20mm synergy ii drug-eluting stent was advanced, however, it was not working. The procedure was completed with another of the same device and no patient complications were reported. The patient's status was stable. However, device analysis revealed hypotube detached/separated.